Manufacturer narrative:
The patient samples were repeated on the cobas pure e 402 analytical unit using the hcg stat assay on (B)(6) 2024. The first sample repeated with an hcg value of 8.27 miu/ml with a data flag. The second sample repeated with an hcg value of 4.79 miu/ml with a data flag. The samples were also repeated with the elecsys hcg+b assay with the first sample resulting in an hcg+b value of 2580 miu/ml and the second sample resulting in an hcg+b value of 1346 miu/ml.

Manufacturer narrative:
The differences in elecsys hcg+beta results compared to the competitor assay and the elecsys hcg stat results can be explained by the different intended uses of the assays and their respective assay specificities. The investigation did not identify a product issue. The intended use of the elecsys hcg+beta test is as follows: "immunoassay for the in vitro quantitative determination of the sum of human chorionic gonadotropin (hcg) plus the hcg -subunit in human serum and plasma" product labeling for elecsys hcg+beta also states: "hcg is produced in the placenta during pregnancy. In non-pregnant women, it can also be produced by tumors of the trophoblast, germ cell tumors with trophoblastic components and some non-trophoblastic tumors. Human chorionic gonadotropin consists of a number of isohormones with differing molecular size. The biological action of hcg serves to maintain the corpus luteum during pregnancy. It also influences steroid production. The serum of pregnant women contains mainly intact hcg. Elevated values here serve as an indication of chorionic carcinoma, hydatidiform mole or multiple pregnancy." The intended use of the hcg stat assay is as follows: "for the in vitro quantitative determination of human chorionic gonadotropin (hcg) in human serum and plasma. The elecsys hcg stat immunoassay is intended for use in the early detection of pregnancy."

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys hcg+b on a cobas pure e 402 analytical unit. The first sample initially resulted in an hcg+b value of 2242.0 miu/ml. The sample was repeated on a second platform (autolumo), resulting in a value of 11.8 miu/ml. The second sample initially resulted in an hcg+b value of 1192.0 miu/ml. The sample was repeated on a second platform (autolumo), resulting in a value of 5.1 miu/ml.

Manufacturer narrative:
The serial number of the e402 analyzer is (B)(6). A general reagent issue can be ruled out as calibration and controls are acceptable. Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation is ongoing.